Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set disconnected from the spike and resulted in a leak; this was further described as leaking happened when the tubing came off the repeater pump inside the compounding hood. This was identified during setup while changing diluents. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : lot manufactured between may 21, 2019 to may 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.